Manufacturer narrative:
Result of investigation: failure analysis examined the flow sensor and vela main pcba board. The flow sensor and the main pcba board were installed into a known good test vent and the failure message was duplicated after power on. Internal visual examination determined that the root cause of this reported issue was the contaminants on the printed computer board assembly, the source of which is unknown. This reported issue will be internally investigated.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported when the flow sensor is connected to the vela ventilator, it blocks out any reaction on the touch screen making the touchscreen non-responsive. The customer reported there was no patient involvement associated with this event.